Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 towards the end of case harvester noticed the metal wire/jaw started to peel back. Harvester was able to finish case with same device, and discarded after case, but still called to report the issue. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138505, 25138600, and 25138657 the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 towards the end of case harvester noticed the metal wire/jaw started to peel back. Harvester was able to finish case with same device, and discarded after case, but still called to report the issue. The hospital did not report any patient effects.